Event description:
It was reported that the user experienced intermittent connectivity between the dexcom g7 sensor and the ilet, with the ilet showing signal loss while fingerstick readings were accurate and supplies appeared intact; the user also reported subsequent hyperglycemia with a peak glucose of approximately 600 mg/dl before returning to range after applying a new sensor. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impact to glycemic control with high glucose alerts and no medical intervention, hospitalization, or assistance required. Investigation included follow-up calls and user education to monitor connectivity, verify glucose with a glucometer, and contact the cgm manufacturer for sensor replacement. Investigation of this case revealed that the issue was consistent with cgm-to-ilet communication disruption limited to the paired sensor, which resolved after sensor replacement and did not reflect an infusion set problem. It was concluded, based on previously established findings for similar reports, that the cause was sensor connectivity interference or performance issue external to the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.